Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was unknown at the time of the incident. The notes state the customer had a pump error 25. However, there was no troubleshooting performed. The insulin pump will be returned for analysis.